Event description:
N/a.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects of death and malfunctions reported in the article are captured under separate medwatch reports. Literature attachment: article title ¿findings from transoesophageal echocardiographic follow-up after mitral transcatheter edge-to-edge repair¿ the device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported migration (partial clip movement), slda, death, tissue injury, mitral stenosis, heart failure, and mr. Death, tissue injury, mitral stenosis, heart failure, and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, surgical intervention and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: article title: findings from transoesophageal echocardiographic follow-up after mitral transcatheter edge-to-edge repair.

Event description:
The article, ¿findings from transoesophageal echocardiographic follow-up after mitral transcatheter edge-to-edge repair,¿ was reviewed. This research article is a prospective single center experience to evaluate midterm anatomical changes and structural complications after mitral transcatheter edge-to-edge repair (m-teer) using transoesophageal echocardiography (toe) and investigate their association with the clinical outcomes at 2 years. A follow-up toe at 6 months was systematically recommended to all patients included in the institutional prospective m-teer registry until december 2021. Changes in the incidence in mitral regurgitation (mr), mitral valve (mv) stenosis, and partial or complete single leaflet device attachment (slda) between the index procedure and follow-up and evaluated mv area and annular dimensions in a subset of patients with available three-dimensional (3d) datasets. The clinical endpoint was a composite of mortality and heart failure (hf) rehospitalization at 2 years. Between february 2012 and december 2021, 373 patients were treated with mitraclip. The article concluded that toe follow-up allowed the detection of complications that would not be diagnosed using transthoracic echocardiography only and should therefore be used liberally in the patients presenting with suboptimal result. A mean mv gradient of greater than or equal to 5mmhg and severe mr, diagnosed at the 6-month toe follow-up, were associated with adverse clinical outcomes. The primary authors of the article is joanna bartkowiak and mohammad kassar. The correspondence author is fabien praz. Corresponding email: fabien.praz@insel.ch. Between february 2012 and december 2021, 373 patients were treated with mitraclip. The mean age was 77 years and 82% were males. As this is from a literature review, patient weight was not provided. Comorbidities included: degenerative mitral regurgitation, functional mitral regurgitation, atrial fibrillation/flutter, arterial hypertension, coronary artery disease, chronic obstructive pulmonary disease, diabetes mellitus, dyslipidaemia, dialysis, cerebrovascular disease, and severe renal dysfunction. Adverse event included: the mitraclip may have caused or contributed to partial device attachment, single leaflet device attachment (slda), recurrent mitral regurgitation (mr), leaflet laceration, mitral stenosis, heart failure (hf), hospitalization, additional m-teer procedure, mitral valve replacement, and death.